Event description:
Intermittent pain complaints right study hip. Suspicion of stem loosening. Revision performed with exchange of the sl-plus mia stem, ceramic ball head, bicon-plus pe-insert and bicon-plus shell. This case was reported within a follow-up examination of a (B)(6) clinical study.

Manufacturer narrative:
[(B)(4)].